Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump gave an error message 1816 and 1830. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.